Event description:
The customer reported that the 840 ventilator had an erratic display. There was no pt involvement. The customer reported to have replaced the graphical user interface (fui) pcb. Covidien was only authorized to upload the software.